Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The retaining scrw, long, imp (caslt) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the caslt dating back to 12 months from now. The complaint history review revealed that there are no existing non conformance/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', evaluation codes, additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw stripped.